Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother reported via phone call that the customer was hospitalized with diabetic ketoacidosis on (B)(6) 2015. The customer's blood glucose was 344 mg/dl at the time of hospitalization. The mother reported the customer was admitted previously for a urinary tract infection, but was later diagnosed with diabetic ketoacidosis. The mother reported the customer had stomach pains and was vomiting from their blood glucose. The customer was connected to the insulin pump at the time of hospitalization. Customer was still in the hospital at the time of the call. The customer's blood glucose declined to 79 mg/dl at the end of the call. The mother declined to return the insulin pump for analysis.